Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagus procedure, the stapler was adjusted to the proper height and after waiting 15 seconds of pre-compression, it was activated but the full stapling auditory feedback was not heard. When the surgeon opened the stapler the tissue was cut but only stapled with 3 staples and no more came out. The surgeon made the complete suture of the esophagus with manual suture. There were no patient consequences reported.